Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported the patient experienced ineffective stimulation with the scs system. Surgical intervention took place wherein the system was explanted and replaced with a drg system to address the issue. Stimulation was restored.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000111583.